Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was broken, did not close, and it was failing. A field service engineer performed to clear the jam to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a broken matrix drawer. The customer reported that the broken matrix drawer was not closing and keeps failing. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.